Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, pressure, swelling, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding. And other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/05/2016.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4): pressure occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported the patient had retained mesh within bladder, pelvic pain and continued stress urinary incontinence. She had a cystoscopy with excision of mesh within bladder on (B)(6) 2007. The patient continued to experience pelvic pain and incontinence, due to retained mesh. She had excision of the mesh on 10/03/2007. It was reported the patient experienced pain, extrusion, infection, dyspareunia, neuromuscular and organ perforation problems after implantation. No additional information provided at this time. (B)(4) - mesh extrusion; dyspareunia; organ perforation problems.

Manufacturer narrative:
(B)(4).